Event description:
There was no patient involved in this event. This device malfunctioned because it was found to be saturated in water, with water gathered in the lower case.

Manufacturer narrative:
Upon receipt of the device, visual inspection of the front of the device was soiled and the enclosure screws had heavy corrosion present. The memory of the device was unable to the downloaded. On opening the device, the pba was found to be saturated, with water gathered in the lower case. Due to the condition of the device the device was scrapped. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.